Event description:
Additional information was received. Manufacturer representative reported the patient had a battery replacement on (B)(6) 2017 and they did not replace the lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) . The rep reported that the patient had used another product over their implant and it was now causing the patient pain. It was indicated that the patient's chiropractor had placed a tens unit over the patient's implant and everything was working great, however now the patient reported to the rep that they were feeling stimulation at the pocket site and down the left leg and the stimulation was uncomfortable. The patient stated that they still feel stimulation vaginally, but the stimulation at the pocket was uncomfortable so the patient turned stimulation off and would like to have the system removed. The patient was advised by the rep to follow-up with their healthcare provider (hcp) to discuss removal or replacement. Patient status is unknown at the time of this report. There were no further complication reported or anticipated, no removal/replacement is planned or scheduled at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.